Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Customer's blood glucose (bg) was over 500 mg/dl with high ketones considered by customer¿s healthcare provider to be dangerous. The customer went to the emergency room (ER) to address bg/ketones. The customer arrived at the ER with elevated bg of 709 mg/dl. While in the ER, customer was treated with intravenous fluids and insulin drip. Customer was released same day with no injuries and bg 203 mg/dl. The customer reverted to insulin pens for insulin therapy.